Manufacturer narrative:
Ref. ID: (B)(4). The bucky diagnost floor system is a radiography system with ceiling suspended column and height adjustable bucky table and bucky wall stand for general x-ray examinations. A philips field service engineer (fse) investigated on site. The cause was that the x-ray tube arm solenoid had overheated and failed due to overuse/wear which resulted in smoke emission, but no flame/fire. The solenoid is an electro- mechanical actuator that extends or retracts the tube arm extension. The solenoid and its power supply unit was replaced. Risk estimation revealed no unacceptable risk. The issue is further monitored and trended. The event was originally reported to the authorities as not enough information was available to make a definite reportability decision. Since that time, additional information was received which revealed that the event does not meet the criteria for reporting.

Manufacturer narrative:
Ref. ID: (B)(4) the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
It was reported that an electrical fire occurred while operating the device; shut down of system and evacuated room, no injuries reported.